Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after the iol was inserted into the pt's eye, the doctor noticed the trailing haptic was bent. Incision was enlarged and the lens removed. Same model back up lens was successfully implanted and sutures were placed. The physician believes the most likely cause of the damage to the lens was a loading error. This report pertains to the pt's right eye. Please reference MDR# 1119279-2013-00307 for the delivery device used in this event.